Manufacturer narrative:
The field service engineer checked the analyzer and was unable to determine a cause. He performed preventive maintenance and found the reagent pack in question had a lot of bubbles. He ran performance testing that was successful. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent or instrument. The analyzer alarm trace contained multiple sample short and sample clot/pip detection alarms on the date of the event near the time the sample was processed. This is an indication of poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e411 rack analyzer. The initial result was 71 pg/ml. The physician questioned this result based on the patient's previous history. The repeat result was 300 pg/ml. This result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 792358. The expiration date was not provided. The investigation is ongoing.